Event description:
New information noted that the left ventricular lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had dislodged. Loss of capture was also noted. The lead was revised on (B)(6) 2019. Patient was in stable condition.